Event description:
The manufacturer received information alleging an obstruction occurred on a ventilator. On 9/5 at 9:00 a call from the patient's family stating the following was received: last december ((B)(6) 2023), there was obstruction likely caused by the hme (heat and moisture exchanger) being clogged, leading to a sudden deterioration in the patient's condition and emergency transport. The night shift caregiver, who was supposed to replace the hme, did not replace it but falsely reported that they had replaced. Therefore, they are suing the caregiver company. The police also came together with the ambulance at that time. Currently, both side¿s lawyers are discussing the matter. The other party is asking if the ventilator data can be submitted. The sales representative answered that it was difficult because the device had already been disposed of due to the end of the lease. The device kept operating when the event occurred. The patient recovered on (B)(6) 2024. Since the ventilation volume recovered once the hme was replaced, the event was suspected to be caused by the clogged hme - this is a doctor's opinion. For this case, there is a possibility of police involvement. Additional information stated that there was no report of the patient¿s condition suddenly worsening or requiring emergency transport when the lease of the device ended. The patient¿s family informed us that the doctor stated there was no connection between the device and the current health issue the clinical assessment team stated that based on the information provided and available, the reported event of last december, there was an obstruction likely caused by the hme being clogged (it was reported that the ventilation volume recovered once the hme was replaced), leading to a sudden deterioration in the patient's condition and emergency transport, from which the patient reportedly recovered from, is likely an unintentional use error, therefore, device cause and/or contribution to the reported event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.